Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on june 04, 2020 that a flexiva 200 tractip laser fiber was used in a procedure performed on (B)(6) 2020. Reportedly, the laser unit used was a cyber ho laser console. According to the complainant, during the procedure, the laser fiber was not giving off laser energy upon laser activation. The connector of the laser fiber was extremely hot to touch. It was so hot, that the skin of the user might blister on index finger and thumb of the right hand. There were no patient complications reported as a result of this event. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.